Manufacturer narrative:
The test strips were requested for return. The investigation is currently ongoing. Occupation: occupation ni equals lay user / patient.

Event description:
The initial reporter complained of questionable inr results from coaguchek xs meter serial number (B)(4). This medwatch will cover strip lot 37839721. For information on strip lot 32264421 refer to the medwatch with patient identifier (B)(6). At 1:06 pm the meter result was 4.1 inr from strip lot 32264421. At 3:39 pm the meter result was 2.8 inr from strip lot 32264421. At 4:09 pm the meter result was 3.9 inr from strip lot 37839721. The customer's therapeutic range is 2.0 - 3.0 inr. No actions were taken based on any of the meter results. No results were reported to the customer's health care provider. For the meter result of 4.1 inr, the customer stated that there was a fair amount of squeezing, they did try to add more blood to the strip, and they believed it took longer than 15 seconds to apply the sample. The customer does take preservision areds 2 formula + multivitamin by bausch and lomb.

Manufacturer narrative:
The customer returned test strip lot 37839721. Upon visual inspection, the test strips and the vial showed no defects. The returned test strips were measured with a retention meter in comparison with the current test strip masterlot. For this purpose two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 25 inr, donor 2 inr: 2.2 inr. Donor 1 hct: 38%, donor 2 hct: 42%. Testing results: donor #1: reference meter and master lot strips: 2.5 inr, retention meter and customer strips: 2.5 inr. Donor #2: reference meter and master lot strips: 2.3 inr, retention meter and customer strips: 2.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
Device evaluation by manufacturer was updated. Relevant retention test strips (lot 378397) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.